Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer reverted to an alternate method of insulin therapy.